Event description:
Reportedly, on (B)(6) 2013, during a pacemaker check, battery impedance was 0.14kohm and time to elective replacement indicator was 8 years and 3 months. However, magnet rate was 78min-1. When the magnet was applied to pacemaker pocket area, asynchronous pacing with 78min-1 was confirmed. The device was interrogated with another programmer, but magnet rate was still displayed as 78min-1. Normal pacemaker behavior was observed, except magnet rate. The next follow-up will be performed on (B)(6) 2013. It was reported also that on (B)(6) 2013, a pacemaker check was performed because the patient had MRI examination. There was no problem on follow-up data (due to programmer trouble, no data is available for this follow-up). On (B)(6) 2013, the pacemaker was checked and there was no problem on follow-up data as well. Magnet rate was 96min-1. On (B)(6) 2013, the pacemaker was checked and there was still no problem on follow-up data. Magnet rate was 96min-1. On (B)(6) 2014, pacemaker replacement was performed. Pacemaker was interrogated in order to confirm patient¿s spontaneous rhythm. Pacemaker was disconnected from atrial and ventricular lead, then both leads were measured by pacing system analyzer. Measured data are as follows; atrium: pacing threshold 0.5v/0.35ms, p wave amplitude 0.7-1.2mv, impedance 430 ohm ; ventricle: pacing threshold 0.6v/0.35ms, r wave amplitude 7.6-8.4mv , impedance 460 ohm. No anomaly was confirmed on both leads, only the subject pacemaker was replaced and will be returned for analysis. The physician requested to investigate an effect of MRI examination performed on (B)(6) 2013.

Event description:
Reportedly, on (B)(4) 2013, during a pacemaker check, battery impedance was 0.14kohm and time to elective replacement indicator was 8 years and 3 months. However, magnet rate was 78min-1. When the magnet was applied to pacemaker pocket area, asynchronous pacing with 78min-1 was confirmed. The device was interrogated with another programmer, but magnet rate was still displayed as 78min-1. Normal pacemaker behavior was observed, except magnet rate. The next follow-up will be performed on (B)(6) 2013. It was reported also that on (B)(6) 2013, a pacemaker check was performed because the patient had MRI examination. There was no problem on follow-up data (due to programmer trouble, no data is available for this follow-up). On (B)(6) 2013, the pacemaker was checked and there was no problem on follow-up data as well. Magnet rate was 96min-1. On (B)(6) 2013, the pacemaker was checked and there was still no problem on follow-up data. Magnet rate was 96min-1. On (B)(6) 2014, pacemaker replacement was performed. Pacemaker was interrogated in order to confirm patient's spontaneous rhythm. Pacemaker was disconnected from atrial and ventricular lead, then both leads were measured by pacing system analyzer. Measured data are as follows; atrium: pacing threshold 0.5v/0.35ms, p wave amplitude 0.7-1.2mv, impedance 430 ohm ; ventricle: pacing threshold 0.6v/0.35ms, r wave amplitude 7.6-8.4mv , impedance 460 ohm. No anomaly was confirmed on both leads, only the subject pacemaker was replaced and will be returned for analysis. The physician requested to investigate an effect of MRI examination performed on (B)(6) 2013.

Manufacturer narrative:
Case was already submitted under MDR # 1000165971-2013-00540 (reopened case).

Event description:
Reportedly, on (B)(6) 2013, during a pacemaker check, battery impedance was 0.14kohm and time to elective replacement indicator was 8 years and 3 months. However, magnet rate was 78min-1. When the magnet was applied to pacemaker pocket area, asynchronous pacing with 78min-1 was confirmed. The device was interrogated with another programmer, but magnet rate was still displayed as 78min-1. Normal pacemaker behavior was observed, except magnet rate. The next follow-up will be performed on (B)(6) 2013. It was reported also that on (B)(6) 2013, a pacemaker check was performed because the patient had MRI examination. There was no problem on follow-up data (due to programmer trouble, no data is available for this follow-up). On (B)(6) 2013, the pacemaker was checked and there was no problem on follow-up data as well. Magnet rate was 96min-1. On (B)(6) 2013, the pacemaker was checked and there was still no problem on follow-up data. Magnet rate was 96min-1. On (B)(6) 2014, pacemaker replacement was performed. Pacemaker was interrogated in order to confirm patient's spontaneous rhythm. Pacemaker was disconnected from atrial and ventricular lead, then both leads were measured by pacing system analyzer. Measured data are as follows; atrium: pacing threshold 0.5v/0.35ms, p wave amplitude 0.7-1.2mv, impedance 430 ohm ; ventricle: pacing threshold 0.6v/0.35ms, r wave amplitude 7.6-8.4mv , impedance 460 ohm. No anomaly was confirmed on both leads, only the subject pacemaker was replaced and will be returned for analysis. The physician requested to investigate an effect of MRI examination performed on (B)(6) 2013.